Event description:
It was reported that the pt suddenly developed a blood pressure of 260 without reason. Large amounts of anesthetic drugs both intravenous and inhaled as well as a huge dose of intravenous nitroglycerin was given without immediate effect. Intravenous esmolol was utilized and the pressure gradually came down. During this time it was noted that a phenylephrine drip which had been placed in line but removed during the hypertensive crisis, was controlled by a conmed IV controller and was noted to be dripping in the "off" position. A hlth care professional noted that this was a life threatening complication.